Manufacturer narrative:
Correction: h6- investigation conclusions, investigation findings, and type of investigation code should reflect device not being returned.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-03098. It was reported that a patient presented in-clinic with syncopial episodes. Upon interrogation, the patient's right ventricular (rv) lead and implantable cardioverter defibrillator was found to have over-sensing of noise, resulting in pacing inhibition. The rv lead was explanted on (B)(6) 2022 and intervention for the patient's pacemaker was unknown. The patient was in stable condition throughout.